Event description:
The patient reported they heard an alarm. Telemetry had not yet been performed. They reported hearing an alarm every hour at the same time. The alarm began four to five days prior to the report, and they did not know where the sound was coming from. Last night while lying in bed, they realized it was the pump. It was recommended that the device be interrogated. The patient stated they were not due for a refill until ¿around (B)(6)¿. A change in therapy effect was reported. The patient stated they were in ¿so much more pain than she normally was¿. They stated the pain they were experiencing was ¿so much different than it usually was¿. They thought their refill interval was 84 days. The patient¿s last refill was (B)(6) 2013. It was discussed that, at the time of the report, it had been approximately 84 days from (B)(6) 2013. The patient¿s healthcare provider (hcp) only saw patients on wednesdays. It was recommended they call their hcp immediately. The medications infused were baclofen and marcaine. The patient later reported they had their pump refilled on (B)(6). They did not get a printout or paper. The patient reported they were told their pump was either low or close to empty in their medication. The patient reported they heard a double tone alarm on the morning of (B)(6) 2013, and the pump had been alarming every 15 to 20 minutes. They reported they felt fine now, but they felt like their pain was increasing. It felt like they had not taken their pain medication. The patient wanted to know if the double tone alarm was due to her low medication in the pump, or if the pump battery was needing to be replaced. The patient stated they had an appointment scheduled for (B)(6) 2013. It was later reported the medications infused were bupivacaine and morphine. A representative reported on (B)(6) 2013 that there was nothing wrong with the pump. They stated the pump was beeping because the patient missed their refill appointment date. The doctor¿s office forgot to schedule the appointment, and the patient also forgot about it. The patient was going to have their pump refilled on (B)(6) 2013.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).